Event description:
Healthcare professional reported "rupture". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on may 23, 2025, with lot number 1251551. Based on the product analysis performed, the assessments of the complaints are: rupture: observed, one opening assessed as fold flaw opening. As per the investigation procedure, crease and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture". This record is for the right side. Device was explanted and replaced.

Event description:
Healthcare professional reported "rupture". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.